Manufacturer narrative:
Manufacturer's investigation conclusion: the heartmate 3 system controller (B)(6) was evaluated due to the reported event of a left ventricular assist device (lvad) fault alarm. The reported alarm was observed within the provided log file; however, it was determined that the cause of the alarm was unrelated to the system controller and will be addressed via the lvad¿s investigation. The system controller was not returned for analysis. The root cause of the reported event was determined to be related to the lvad and could not be correlated to an issue with the system controller. The device history records were reviewed and the records revealed no deviations from manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was experiencing pump speed changes. In the clinic, the pump's fixed speed was 5200 rpms, but it was running at 500 rpms with an lvad (left ventricular assist device) fault alarm. The event log files captured lvad internal fault alarms throughout the event, and the periodic log file appeared to show a communication issue between the system controller and the pump. The event log files recorded no other unusual events. The customer performed a power cycle on the pump by disconnecting and reconnecting the driveline, which resolved the event. There was no adverse patient impact noted during the pump restart and all prior speed settings were restored.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.